Event description:
A malfunction alarm, identified as malf 12, was reported without any notable events occurring prior. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided assistance by giving pump reset information and helped the caller reset the pump successfully.